Manufacturer narrative:
The delivery system and imagery of the case were provided to edwards lifesciences for evaluation. From the imagery provided, it can be seen that there is no straight section to perform valve alignment. Additionally, the calcification in the innominate artery and sharp angle transitioning to the ascending aorta can contribute to difficulty tracking. The returned device underwent visual and functional testing. During visual inspection gouges were observed on the flex tip. The distal tip assembly was observed to be separated from the device. There was a compression and twist on the flex shaft and damage on the sheath tip. The gouges on the flex tip and the compression on the flex shaft suggest that the system was under significant tension, while the twisting observed on the flex shaft indicates that the system was heavily manipulated and/or torqued. During functional testing, a guidewire was able to be passed through the delivery system with no resistance. When turning the flex wheel, it was noted that the flex shaft did not articulate properly. Follow up imaging of the device revealed that the arrangement of the pull wire on the distal end, which controls the flex mechanism, was distorted; instead of being straight across the length of flex shaft, it was wrapped around the flex shaft, causing the device to not articulate properly. This was likely from the heavy manipulation that occurred during the procedure. Due to the condition of the device (distal tip separated and not returned), no relevant dimensional analysis was able to be performed. During manufacturing, the delivery system underwent multiple 100% inspections. The inspections included: crimp balloon trimming and final inspection, general specification for s3 balloons, flex catheter preparation, flex tip assembly and bonding, crimp balloon to inflation balloon laser bond, guidewire shaft to nose bond, final inspection and functional product verification testing. For the product verification testing, the tested units were chosen on a sampling basis. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review of the lot number was performed and revealed no other complaints relating to ¿delivery system ¿ tracking difficulty¿, ¿delivery system ¿ withdrawal difficulty¿, or ¿distal tip, nose tip ¿ separated. A review of the complaint history from september 2017 to august 2018 revealed other returned complaints for ¿delivery system ¿ tracking difficulty¿, ¿delivery system ¿ withdrawal difficulty¿ and ¿distal tip, nose tip ¿ separated¿ for the commander delivery system (all models and sizes). No manufacturing non-conformances were identified. Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category of ¿tracking difficulty¿. The commander delivery system instructions for use (IFU), the device preparation manual and the procedural training manual supplement were reviewed for instructions/guidance on device preparation/usage. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints for ¿delivery system ¿ tracking difficulty¿, ¿delivery system ¿ withdrawal difficulty¿ and ¿distal tip, nose tip ¿ separated¿ were confirmed. As stated, ¿the esheath was pulled back to the innominate artery¿ for valve alignment. However, per the procedural training manual supplement, valve alignment should be completed in the ascending aorta, with the delivery system tip positioned past the annulus. Because valve alignment was done in the innominate artery, the physician had to track back to the ascending aorta and towards the annulus, without any support from the esheath since it was withdrawn into the innominate artery. Along the way, the sharp angle of transition into the aorta and patches of calcification in the vasculature could have contributed to difficulty tracking the device. Due to the tortuosity of the vasculature, the valve was likely non-coaxial with the sheath tip during retrieval. Damage on the sheath tip suggests that the valve was caught on the sheath tip during retrieval likely resulting in withdrawal difficulty. Per the complaint description, the operator ¿pulled very hard¿ during withdrawal. Excessive force used to retrieve the device could have then led to the distal tip separation. Available information suggests that patient and/or procedural factors may have contributed to the complaint events; however, a definitive root cause is unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors (calcified/tortuous anatomy, improper positioning of delivery system during valve alignment, valve catching on sheath during withdrawal) may have contributed to the events. No corrective or preventative action is required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tavr procedure via the right axillary approach, the commander delivery system could not track through the aorta. Upon removal of the devices, the delivery system balloon and the cannula remained in the patient and the patient expired. Percutaneous procedure. When the valve was to be delivered, the esheath was pulled back to the innominate artery in order to get to a straight segment and perform the balloon alignment. The balloon was able to be aligned, however, the valve would not take the turn from the innominate into the ascending aorta. A lot of manipulation of the delivery system and esheath had to be performed. The wires were exchanged out for a stiffer wire. The physician was able to get the delivery system down into the ascending aorta but the delivery system would not track down through the aortic valve. The esheath was unable to be advanced over the delivery system to get more support. The team decided to take everything out and start over with a new esheath. The new esheath was to be left it in the ascending aorta to have enough support to deliver the valve. The physician attempted to pull the valve back into the esheath but it would not go in so they attempted to pull both the valve and esheath back to the access side and try to pull in into a smaller vessel but that they were unsuccessful. The delivery system/valve was unable to be advanced anymore. An attempted to advance (operator pulled very hard) the valve back into the sheath, which is when the (balloon, valve, cannula) separated. A surgical cut down was performed to remove the valve and delivery system. As the surgeon was cutting down to take the valve, the patient become hemodynamically unstable. An angiogram revealed an injured right subclavian artery. The patient was observed to be bleeding and the patient continued to be hemodynamically unstable. The patient had ventricular fibrillation and although the patient shocked was defibrillated, the patient expired.

Manufacturer narrative:
Reference CAPA-20-00141.